Event description:
Related manufacturer reference number: 2017865-2024-72346. It was reported that during generator change out that the right ventricular (rv) lead was fractured and unable to be removed from on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD and on 20 nov 2024 cap the rv lead. There were no patient consequences.